Manufacturer narrative:
On july 20, 2023, mentor became aware that the surgery has not been scheduled. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2. Explantation date has been removed from fields d6b. Field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade IV. Date of explant: (B)(6) 2022. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with a 300cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade ii, and right side baker grade IV. The issue was confirmed via mammogram and after consultation with a physician. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patients right-sided device.